Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and meshes were was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent infections, bleeding, peri pain and vaginal odor. It was reported that on (B)(6) 2010 the patient underwent transvaginal hysterectomy, high uterosacral ligament vaginal vault suspension, anterior repair, perineorrhaphy, cystoscopy and suprapubic catheter placement.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.